Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the consultant used the 2.0 module of our compact foot set, and the driver would not fit into the handle. The driver tip appeared to be faulty. The nurses had to put the driver tip on a chuck for the surgeon to use it, but was not ideal due to small size of driver. There was a surgical delay of five (5) minutes. The surgery was completed successfully. No fragments were generated. There was no consequence to the patient. Concomitant devices reported: handles trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) stardrive screwdriver shaft sd6/self-retaining/2.0mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 313.843, lot 5872776: release to warehouse date: january 19, 2009. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the device was received in a used condition. Dents and marks at the connection part are visible. This evidence prevents a proper connection of the screwdriver shaft into the handle. According of the damaged connection shaft of the screwdriver shaft it was not possible to slide / connect the handle over the complained part. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The complaint is rated as confirmed for this device. It is likely that the device encountered unintended forces, such as excessive force application during a foreign instrument (pliers), which finally caused the post manufacturing damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.